Event description:
It was reported that a stent damage occurred. The de novo ( progressive) target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) with bend angulations between more than 45 and less than 90 degree. The lesion was predilated with an unspecified balloon catheter. A 38 x 3.00mm taxus liberté long stent delivery system (sds) was selected to treat the lesion, however, the head of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the three most proximal rows were bent outwards and pushed distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The de novo ( progressive) target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) with bend angulations between more than 45 and less than 90 degree. The lesion was predilated with an unspecified balloon catheter. A 38 x 3.00mm taxus¿ liberté¿ long stent delivery system (sds) was selected to treat the lesion, however, the head of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.